Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's lead has migrated. Surgical intervention is anticipated to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. During processing of this incident, attempts were made to obtain complete event, patient and device information.